Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.

Event description:
This device is an olympus loaner asset that was sent to the service center for an issue of forceps elevator adjustment issues observed upon inspection of the device. There is no harm reported to any patient or healthcare persons. Upon evaluation of the returned device, it was observed that the adhesive of the light guide (lg) lens was peeling. This creates the possibility of dirt entering the inside of the lens through a gap. This medwatch is being submitted for the reportable issue of the lg lens adhesive peeling observed during device evaluation.

Manufacturer narrative:
This device is not sold in the u.s., but a similar device is. The device is returned, and an evaluation completed for it. Upon inspection and testing, it was observed that the adhesive of the light guide (lg) lens was peeling. This creates the possibility of dirt entering the inside of the lens through a gap. Other observations for the device: forceps elevator coil (k-wire) has a cut; due to wear of angle wire, bending angle in up direction and play of up/down knob does not meet the standard value; connecting tube has a wrinkle and a scratch; mouthpiece is loose; suction cylinder is shaved; control unit has discoloration; electrical connector (el-connector) has discoloration due to water leakage; distal end rubber coating (a-rubber) adhesive has a chip; and scope cover (sc cover) unit, protector of universal cord, universal cord, insertion tube non-bending section protector (ig protector), grip, scope cover, switch box, switch (sw) sw1, forceps elevator knob, up/down knob, right/left knob, control unit, distal end cover, have a scratch. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.